Manufacturer narrative:
Conclusion: as per FDA feedback of 08/28/2009, this event could contribute to injury or death and must be reported.

Event description:
Remediation-physician evaluation: during a procedure delivering a wingspan stent to the distal ica, the physician suspected that a dissection may have been caused by use of the neuron delivery catheter. The physician was able to successfully place the stent and successfully complete the procedure without further incident.